Event description:
It was reported that during da vinci assisted prostatectomy surgical procedure, the customer contacted the technical support engineer (tse) to report c-30 error on the integrated electrosurgical unit (erbe) generator. The errors occurred each time the surgeon activated monopolar energy. System logs confirmed erbe vio error c-30 multiple times. The customer replaced the instrument cord and instrument, and power cycled the erbe vio and the issue persisted. Customer was determining the option to swap vision side cart (vsc) from another system. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse inspected the system for monopolar not working. The integrated electrosurgical unit (erbe) initialized without errors. Fse was not able to reproduce the reported error and replaced erbe as precaution. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The unit was placed on an in-house system and was run in normal mode. The reported failure of monopolar energy not working and c-30 error was confirmed and reproduced.